Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tlc55 firing knob jammed. Another tlc55 instrument was used to complete the case. There was no consequence to the pt.